Event description:
It was reported that during a ligament repair surgery, while implanting, the suture of the 'osteoraptor' anchor was broken and fell off from the bone hole. The anchor was not fractured, but was retrieved with tweezers. The procedure was completed with a non-significant delay using a s+n back-up device into the same bone hole. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4). (B)(6).

Event description:
It was reported that during a ligament repair surgery, while implanting, the suture of the 'osteoraptor' broke and caused the anchor to fell off from the bone hole. The anchor was retrieved with tweezers. The procedure was completed with a non-significant delay using a s+n back-up device into the same bone hole. No further complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4). B5: event description updated. H10 h3, h6: the reported device was received for evaluation. It was determined the device contributed to the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the polymer found that the storage requirements for the material are specified, and the material must comply with provided percentage composition specifications as measured by ash test. A review of the customer provided image found that the proximal part of the anchor is still on the shaft of the device. The anchor is fractured. A visual inspection of the returned device found that it is not in its original packaging. The proximal end of the anchor is on the shaft of the device, and has been fractured. There is debris on the device. Based on the condition of the product material found during visual inspection, additional material testing is not required. It was communicated via e-mail that the broken fragments were retrieved from the patient. The procedure was completed using a back-up device. No patient injuries or adverse consequences were reported. Since no patient injuries are being reported no further clinical/medical assessment is warranted at this time. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.